Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and replaced the drive manifold. The stm performed safety disk leak test. Also performed k6, k7, k6a, and k8 leak tests. The stm then performed functional and safety checks to meet factory specifications. The iabp was then released back to the customer, and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented a low vacuum alarm. There was no patient involvement and no adverse event was reported. It is unknown under which circumstances this event occurred.